Manufacturer narrative:
A ge service representative performed an onsite investigation. A sbc cpu and smart switch upgrade was performed, including replacement of the gib and systems interface pcb assemblies. The hard disk drive was also evaluated and replaced. The system software and calibrations were reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.